Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted that on (B)(6) 2015, rv coil impedance rose to 111 ohms from 60-70 ohms range previously. Concomitant products: 5076 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv defib coil impedance. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.